Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant product(s): item number: unknown, item name: unknown apr cup. Item number: unknown, item name: unknown apr ii stem. Item number: unknown, item name: unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00758, 0001822565-2018-00759, 0001822565-2018-00757.

Event description:
It was reported a patient has been indicated for a hip revision due to unknown reasons. Attempts have been made, and no further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Third party review of the x-ray noted slight asymmetric positioning of the femoral head superiorly positioned within the acetabular cup suggests possible polyethylene wear. Lucency along the lateral aspect of the distal tip of the femoral stem and the midline distal tip suggests radiolucency and possible osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.